Event description:
It was reported that the motor device was not working. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device is not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit was powerbroken and there were holes in the hose by the muffler. It was determined that the unit was power broken because of failure to follow the directions for use and running the device in the safe or load position. It was further determined that the holes in the hose by the muffler was indicative of pulling on the hose instead of the muffler to disconnect the hose from the autolube. The assignable root cause was determined to due to user error, abuse, and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.